Event description:
It was reported that during a gastrectomy procedure, there was a poor contact with the hand switch. Another like device was used. There was no pt consequence.

Manufacturer narrative:
Info not available, device not returned for analysis.